Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 8 months after the dental implant and abutment were placed in ada site 10, the implant lost integration in type iii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 8 months after the dental implant and abutment were placed in ada site 10, the implant lost integration in type iii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.